Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection and the implantable cardioverter defibrillator was explanted. No further information was available.

Event description:
New information received reported that the date of the explant was (B)(6) 2018 and the patient was fine.